Event description:
A hospital in (B)(6) reported via our distributor that an rt212 adult inspiratory heated breathing circuit had a faulty inspiratory heater wire connector. This was found before patient use.

Manufacturer narrative:
(B)(4). This product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint rt212 breathing circuit was tested for bent of damaged heater wire pins. Results: the heater wire pins on the inspiratory limb of the breathing circuit were bent. Full insertion of a heater wire adaptor could not be achieved due to the damaged heater wire pins. A lot check could not be performed as no lot number was provided. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by health care facilities, it is impossible for us to determine whether the pins were bend during production or by the end user. Bent pins do not preclude ventilation of the patient, but prevent the heating of the gas delivered. (B)(4).